Event description:
Device evaluation: device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter does not turn on when a test strip is inserted. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.